Manufacturer narrative:
The reported event could be confirmed based on available medical record and medical expert assessment. The device inspection was not possible as the product was not returned for investigation. The device history record could not be reviewed because the affected device was not returned, and the lot number was not communicated. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Upon further investigation of the CT scans by healthcare professionals the following was observed ¿the talus shows some radiolucence as well and there is loosening, that can be confirmed. Subsidence/migration is likely, but it cannot be confirmed with the given information (CT) only.¿ based on the investigation, the root cause was attributed to the patient related issue. The failure was detected due to some radiolucency and poor bone quality around the talus. Hence, according to the medical assessment by the hcp, loosening can be confirmed, while subsidence is also possible but cannot be confirmed with the given information. If device is returned or any further information is provided, the investigation report will be reassessed.

Event description:
It was reported that the patient may need to undergo a revision surgery due to reasons that were not available at the time of this report.